Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MDR #2134265-2013-04756. It was reported that post a stenting treatment procedure, in-stent restenosis occurred. In march 2008, the patient was diagnosed with stable angina (ccs class:3) and cardiac catheterization was recommended. The 85% stenosed, 12 x 2.75mm, target lesion was located in the 1st obtuse marginal branch (om). The target lesion was treated with pre-dilatation and placement of a 2.75 x 16 mm study stent, with 0% residual stenosis. In addition, a 60% stenosed, 15 x 2.5mm, non-target lesion located in 2nd om was treated with placement of a 3.00 x 20 mm taxus express 2 stent. The patient was discharged on aspirin and clopidogrel. In june 2011, the patient presented with syncope and was hospitalized. The 80% in-stent restenosis of the previously placed study stent in 1st om was treated with balloon angioplasty and placement of a 2.75 x 15mm non-bsc drug eluting stent with 0% residual stenosis. In addition, the 80% in-stent restenosis of the previously placed taxus express 2 stent in the 2nd om was treated with balloon angioplasty and placement of two non-bsc drug eluting stents, 3.00 x 12 mm and 3.00 x 8 mm, with 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged.